Manufacturer narrative:
Fibrosis. Additional manufacturer narrative: report of explant after 1 year due to fibrosis, device was not returned for evaluation as it was discarded at hospital. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. In this case the patient had a 7cm right ventricular tumor - this may have played a role in the explant of this device. Moreover, the device was used off-label since there is no indication for use in the tricuspid position. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately one (1) year, was explanted due moderate tricuspid regurgitation and fibrotic leaflets.. The explanted device was replaced with another edwards bioprosthetic valve. Documents obtained from health care provider indicate this operation also included the removal of a 7cm benign myxoma that rose from the right ventricular free wall and "also of note the tricuspid valve already had fibrotic leaflets and a mean gradient of 6 with moderate tr and was resected and [replaced]." There were no adverse patient effects as a result of the replacement reported.